Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the screen freezes when opening the refrigerator to pull medication. A technical support specialist dialed into the station and checked the event viewer, finding no errors. Since the customer had only rebooted the station, advised them to reboot the fridge as well. Informed the customer that detailed steps were shared on how to perform a hard reboot on both the fridge and the station. After restarting both, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the screen froze when opening the refrigerator to retrieve an insulin pen, requiring the system to be rebooted before storage space could be recovered. After recovering the storage space, the refrigerator storage space failed again, causing the screen to freeze and preventing nurses from continuing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.